Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon rupture at 12atm for 1 minute. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no complications reported, and the patient was in good condition after the procedure.